Event description:
A received device report from synthes (B)(4) indicated: the footplate broke into two pieces after completion of consolidation period of distraction. Footplate revised. Reportedly, it did not affect the bone osteogenesis. Revision required to repair footplate.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no product was returned.